Event description:
It was reported that post implant, upon interrogating the implantable cardiac monitor an error message was displayed. After a firmware download, the device resumed normal function. The patient would continue to be monitored as usual.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.